Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their previous implantable neurostimulator (ins)battery was weak. The patient had the ins explanted and replaced on (B)(6) 2013. No patient symptoms were reported. Indications for use are spinal pain and cervical/neck.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.